Event description:
According to the customer, the headboard fell off while the customer was attempting to pull herself up in the bed. The customer reported a "screw broke" and she was "wedged between the wall and the bed" after the incident occurred.

Manufacturer narrative:
According to the customer, the headboard fell off while the customer was attempting to pull herself up in the bed. The customer reported a "screw broke" and she was "wedged between the wall and the bed" after the incident occurred. The customer reported the "emt" moved the bed and helped her get out from the wedged position. The customer reported she has "osteoporosis" and during the incident her "hip was fractured". The customer reported she went to the hospital and an "x-ray" confirmed her hip fracture. The customer reported with her co-morbidities the health professionals do not recommend surgery. The customer reported she has "pain medicine" to help with the pain that she retrieved from a "pain clinic". The device was requested for evaluation. No additional information is available related to the reported incident. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.